Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by (B)(6) medical center - (B)(6) . Prime vigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the user experienced systemic redness across upper body after using product. Verbatim: nurse states her employee used ez scrub (catalog number 371163 - no lot number available). She used the product on her hands and forearms and a few hours later had systemic redness (arms, back, abdomen). She would like to discuss potential allergic reactions for this product.